Manufacturer narrative:
The reported events of stylet could not be removed and lead broken were confirmed. As received, a complete lead was returned in one piece with the stylet stuck inside the lead. Visual inspection of the lead found that the connector pin and connector cap were pulled out of the connector assembly along with the inner coil which is consistent with procedural damage and the polytetrafluoroethylene (ptfe) stylet coating was bunched up/clogged with the inner coil distal to the connector pin. The cause of the reported events was due to bunched up ptfe coating of the stylet that prevented the removal of the stylet and excessive forces resulted in the connector pin and cap to be pulled out of the connector assembly. A review of the device history record (DHR) confirmed that no issues were identified related to this reported event.

Event description:
During the initial implant procedure, it was not possible to remove the stylet from left ventricle (lv) lead. The force of attempting to remove the stylet tore the lv lead. A new lv lead was implanted with a new stylet to resolve the event. The patient was stable.